Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 2.75 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 224mm distal to the distal end of the strain relief and multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID: (B)(4). Tw #: (B)(4).

Event description:
It was reported that shaft break occurred. The 92% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. Following pre-dilation with 2.5 x 15mm non-bsc balloon catheter, a 2.75 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. However, during continuous attempts to cross the lesion, the physician pressed the system more and the shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 92% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. Following pre-dilation with 2.5 x 15 mm non-bsc balloon catheter, a 2.75 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. However, during continuous attempts to cross the lesion, the physician pressed the system more and the shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.